Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer states the issues with an older pump. The customer states they were receiving failed batter test, or the device would stop priming. The customer declined to troubleshoot because issues were with an older pump that they do not have available. The customer is being sent out emergency supplies. The customer was advised to call back as soon as issues arise.